Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked display window. Unit received with minor scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported that the insulin pump's screen was pushed inside due to the customer sleeping on it. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.